Manufacturer narrative:
When the hill-rom service technician inspected the product, he found the foot tray was cracked. According to 3en550401 rev 9, the foot tray should be inspected for cracks and secure fit on metal frame. It shall also be verified that the foot frame sits securely on the base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom service technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot tray was cracked when the lift was inspected during periodic inspection. The lift was located at the account on the main floor. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4) .